Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On 24-apr-2024, it was reported that patient faced two infusion sets cannula kinked event on 15-apr-2024 and 19-apr-2024. Both the events occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was 9mmol/l. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.